Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting, the switch that controls the vein-keeper would not slide, and the gate was locked in the open position. The product was changed out. The surgery was completed successfully. There was no patient injury.

Manufacturer narrative:
Terumo has received the actual device for investigation; however, terumo is still investigating this issue, and terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).